Manufacturer narrative:
(B)(4). The device was returned for analysis with the shaft separated. Follow-up information received from the site confirmed the correct device was returned and the noted separation occurred during packing for return shipment. The stent damage was unable to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties advancing and retracting the device appear to be related to circumstances of the procedure; however as the stent damage was unable to be confirmed a conclusive cause was unable to be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery with heavy tortuosity and heavy calcification, pre-dilatation was performed. A 2.75x38mm xience prime stent delivery system (sds) was advanced; however, could not cross due to the heavy calcification in the patients anatomy. During removal, resistance was met and the proximal stent struts were noted to be flared. Additional dilatation was done to the target lesion and another same size xience prime stent implanted. There was no interaction of devices and no other device or procedural issues noted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.